Event description:
It was reported that the patient's device went into a power-on-reset condition following lumbar-sacral fusion surgery. The device was reprogrammed, but the patient was still experiencing problems with the system. The patient experienced shocking sensations and a lack of therapeutic effect. A pelvic x-ray suggested that the lead may have moved and the physician felt there was likely a lead disconnection. A lead revision was pending.